Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: two orientation dots delaminated one is partial delaminated and the other total delaminated assessed as adhesive failure, an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Reason for reoperation due to rupture, discomfort and breast increase volume. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and that the patient "suffered discomfort and breast volume increase." The device was explanted.